Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing and noise possibly due to a right ventricular lead insulation anomaly was suspected. The lead had been monitored for several months. The noise was too large to be programmed around. Lead replacement was discussed. The physician will continue to monitor the lead. No symptoms were reported.